Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.034.446s. Synthes lot: 28p5752. Supplier lot: 28p5752. Expiration date: october 31, 2028. Release to warehouse date: november 15, 2019. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent hardware removal due to nonunion. The date of original implantation was on (B)(6) 2020. Patient was revised to a new tibial nail ex. The procedure was successfully completed. The patient outcome was okay. This report is for a 10mm titanium (ti) cannulated tibial nail. This is report 1 of 6 for (B)(4).